Manufacturer narrative:
Moog medical has not received the product associated to this complaint; therefore the complaint cannot be verified nor investigated.

Event description:
The initial reporter stated that the bag burst while in a backpack while the child was using the pump. No injury to the patient was reported. (B)(4).